Event description:
It was reported by service report that the motion interrupt pan was missing. No patient involvement, and it is unknown if there were adverse consequences to report.

Manufacturer narrative:
Result: missing motion interrupt pan.